Event description:
It was reported that while updating the pump in the presence of potential electromagnetic interference a pump memory error occurred. The pump memory alarm was sounding. The pump was in stopped pump mode. No patient symptoms, treatment, or outcome was reported. The drug contained in the patient's pump was not reported. Additional information has been requested, but was not available as of the date of this report.